Event description:
Subsequent to the initially filed report, additional information provided: it was reported that suture placement in the left subclavian artery was achieved with a proglide device using the pre-close technique prior to an interventional external iliac procedure for an obese patient. Reportedly, during access to the artery with a second proglide device, there was a sudden major bleeding from the lesion caused by the second proglide. The first proglide suture was cut in order to get adequate vision for preparation and clamping of the subclavian artery. The second proglide device deployed normally; however, when the device was attempted to be removed, it remained stuck. Conversion to open surgery was performed to remove the proglide. The interventional iliac procedure was completed. Hemostasis was achieved with surgical suturing. There was no reported clinically significant delay in the procedure or therapy. The patient was seen one week post-procedure and was good. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not complete. A followup report will be filed with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of hemorrhage is listed in the IFU as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The proglide device was used in the subclavian artery. It should be noted that the proglide instructions for use states: the perclose proglide smc system is designed for use in closing common femoral artery and vein access sites. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na

Event description:
It was reported that suture placement in the left subclavian artery was achieved with a proglide device using the pre-close technique prior to an interventional external iliac procedure. Reportedly, the second proglide device became stuck and could not deploy. Surgery was performed. No additional information was provided.